Manufacturer narrative:
Other relevant device(s) are: product ID: 37602 , serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator; product ID: 3387s-40, lot# v354660 , implanted: (B)(6) 2009, product type: lead; product ID: 3387s-40 , lot# v355048 , implanted: (B)(6) 2009, product type: lead ; product ID: 7482a40, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-jul-2012, UDI#: (B)(4) ; product ID: 7482a40, serial/lot #: (B)(4), ubd: 04-may-2013, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient was going to be having a revision on the left chest battery due to the lead being exposed (no cause determined). The physician was going to do a ¿muscle flap¿ over the wire to cover it.